Event description:
On the t-22 gamma camera, the technologist had just changed the collimator. When the gantry was rotated, the collimator fell off and was damaged. There was no patient being imaged at the time and no one was injured. Use of the system was suspended pending a failure investigation.